Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 29-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('biletral essure device with partial right perforation') and embedded device ('embedded probable essure wires attached within two portions of disrupted myometrium') in an adult female patient who had essure (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("embedded probable essure wires attached within two portions of disrupted myometrium"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and fallopian tube perforation to be related to essure. The reporter commented: right-03, left- 07. Concerning the injuries reported in this case, the following events were described in medical records-embedded device, device expulsion and fallopian tube perforation were added. Lot number: 12264291 manufacturing date: 2004-07 expiration date: 2005-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilateral essure device with partial right perforation') and embedded device ('embedded probable essure wires attached within two portions of disrupted myometrium') in an adult female patient who had essure (batch no. 12264291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("embedded probable essure wires attached within two portions of disrupted myometrium"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and fallopian tube perforation to be related to essure. The reporter commented: right-03, left- 07. Concerning the injuries reported in this case, the following events were described in medical records-embedded device, device expulsion and fallopian tube perforation were added. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received- new event embedded device, device expulsion, device breakage and fallopian tube perforation were added. Lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs